Event description:
It was reported that approximately 11- 14 months post-operatively a yukon oct polyaxial screw shank fractured at the tulip head and shank junction at t1. Revision surgery has not been performed at this time.

Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported that a patient was revised approximately 14 months after implantation to address two fractured yukon polyaxial screws at t1 and one migrated yukon set screw. This report is for the first of two fractured yukon polyaxial screws.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.